Event description:
It was reported that the deep brain stimulation (dbs) patient received the elective replacement indicator (eri) message for the implantable pulse generator (ipg). The physician suspected premature depletion of the ipg. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively.